Manufacturer narrative:
P-cap locked in place properly during testing. Proceed by using original battery cap and a new battery. Unit power up properly after battery installation with no failed batt test alarms noted. Unit was downloaded successfully using (thus software) for reference. Unit passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The adapt tool was utilized to search for any no delivery alarms that may have occurred in the past or during the complaint call. Unit also passed the sleep current measurement, active current measurement and self test. The adapt tool reveals no relevant alarms were recorded to confirm complaint codes. Unit functioning properly. No rewind anomalies noted during testing. Proceeded by cutting unit open and perform a visual inspection of connectors and electronic stack. All connectors were plugged in properly and no moisture damage or anomalies noted during visual inspection. The following cosmetic damages were noted: pillowing keypad overlay, cracked keypad overlay, label damage (faded), cracked case-corner of belt clip rails, battery tube threads - cracked, cracked case (battery tube) and scratched case. In conclusion customer concerns were not confirm during testing. Unit was tested successfully, and no failed batt test, no unexplained no delivery alerts, no insulin flow blocked, and no slower rewinds noted during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer's pump was rejecting new batteries, received unexplained no delivery alerts, and the pump was slower during rewind. The customer reported no adverse event. The event involved product(s) mmt-397a, mmt-332a, mmt-1884l. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-397a. No product return is required for mmt-332a. No product return is required for mmt-1884l.